Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 125 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent down arrow button due to moisture damage on keypad trace. No button error alarm noted. The insulin pump has cracked belt clip slot, cracked lcd window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.